Event description:
Major pump unit(s) involved: drive unit failure;specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: drive unit failure;psd.specific component(s) involved: external controller malfunction;psd replaced.causative or contributing factor: no specific contributing cause identified;intervention(s): replacement of external controller;implant device type: lvad.